Event description:
The customer reported the ventilator was found alarming and unplugged with the message 'battery depleted' displayed on the screen. The customer reported that the facility had been running on generator power. The customer reported that the ventilator was not operating and had been removed from the patient. The customer reported the ventilator was plugged back in and cycled power. The customer reported the ventilator powered back up and displayed the same 'battery depleted' message. The ventilator was tested by facility biomedical engineering who reported the ventilator was plugged back in and cycled power with no faults and the battery completed charging. The customer reported that hospital engineering checked the ac power outlets in the patient room and found no problems. The manufacturer's field service engineer was unable to duplicate the reported problem and extended self testing passed. Backup battery testing was performed and the ventilator switched from ac power to backup battery power and back properly. The service engineer replaced the device power supply and power cord as a precaution to address the reported problem. A full performance verification test was completed and passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. When a battery is in use the ventilator alarms, indicating the battery is the power source for ventilator operation. The user should immediately connect to operational ac power or provide an alternate means of ventilation. Per the device operator's manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.